Manufacturer narrative:
This supplemental report is being submitted as additional information has been obtained as follows: the fragment dropped inside the patient was promptly retrieved. The procedure was completed without replacing the subject device with another device. The device referenced in this report has been returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation, it was confirmed that a part of glue that fixed the bending rubber at the distal side was missing. It was also confirmed that there were scratches on the glue of that fixed the bending rubber, distal part, and insertion tube. The exact cause of the reported event could not be determined, but it will be a possible cause that the subject device was contacted with such as a trocar strongly and the glue was damaged.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation, but returned to olympus (B)(4). During the investigation of olympus (B)(4), it was confirmed that a part of the glue at the distal side of the bending tube was missing. It was also confirmed that functionality, performance, and overall appearance were normal and within olympus standard. The manufacturing record of the subject device was reviewed with no irregularity. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a laparoscopic fundoplication procedure, the glue at the bending tube of the subject device fell off into the patient. The procedure was reportedly completed. There was no patient injury reported associated with the event.